Event description:
An rn who is a consumer of home parenteral nutrition contacted customer advocacy to report that her smartsite needle-free valve had broken in two during her overnight tpn infusion resulting in a leakage of IV fluid and blood. When she reported this to her physician on (B)(6) 2015, he ordered a cbc.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of the adapter breaking was confirmed based on the condition of the adapter when it was received. Visual inspection of the set noted that the body was broken away from the female luer adapter (fla) just below the fla. The male luer tip was whitened throughout. There was whitening at the point of the break as well. There were no other anomalies. The root cause of the customer¿s experience was identified as user error.